Event description:
A consumer implanted for lumbar radiculopathy and spinal pain reported they woke up on (B)(6), 2016 and didn't feel any stimulation even though the patient programmer (pp) showed stimulation was turned on and high as it could go. There were no traumas or falls reported related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had 6 or 7 replacements of the battery. The consumer reported that the implant performed in 2007 or 2008 was the only one that lasted the life of the battery. The other devices had lasted from a few months to maybe a year. The reporting consumer then indicated that they did not know the event dates but that they knew the batteries did not last the full battery life and there was one time they did not think the battery lasted a month or two. One of the devices quit functioning and the patient was not getting stimulation within 2 months of the replacement date in 2016. The manufacturer representative¿s device showed that everything was working properly but the patient was just not getting stimulation from the device. In 2017 the patient had a lead revision because the patient¿s leads from 2002 were no longer covering what was needed. The new lead was placed in 2017. Previously reported information in the regulatory report (6000032-2016-00041) addresses the 2002 lead issue and indicates that this 2017 lead revision was not revising the 2002 leads. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3487a-33 lot# v042098 implanted: (B)(6)2007 explanted: (B)(6)2017 product type lead correction of supplemental 002. Correction to of supplemental 002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had 6 or 7 replacements of the battery. The consumer reported that the implant performed in 2007 or 2008 was the only one that lasted the life of the battery. The other devices had lasted from a few months to maybe a year. The reporting consumer then indicated that they did not know the event dates but that they knew the batteries did not last the full battery life and there was one time they did not think the battery lasted a month or two. Every time it failed it was due to a fracture in one of the cables. One of the devices quit functioning and the patient was not getting stimulation within 2 months of the replacement date in 2016. The manufacturer representative¿s device showed that everything was working properly but the patient was just not getting stimulation from the device. In 2017 the patient had a lead revision because the patient¿s leads from 2002 were no longer covering what was needed. The new lead was placed in 2017. Previously reported information in the regulatory report (6000032-2016-00041) addresses the 2002 lead issue and indicates that this 2017 lead revision was not revising the 2002 leads. No further complications were reported.